Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7303 implantable cardioverter defibrillator, (B)(6) 2005; 694965 implantable tachy lead, (B)(6) 2005; 4194 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
An event was reported under the reverse clinical study and classified as inappropriate device detection and inappropriate treatment. Also reported was atrial undersensing and far field r-wave (ffrw) oversensing. The device and lead remain in use. No patient complications have been reported as a result of this event.